Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24 mm watchman flx pro laa closure device and delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Five (5) days post procedure the patient had a computed tomography scan that showed there was a pericardial effusion. The physician administered metoprolol to the patient to help with an elevated heart rate. The patient did not experience any other complications and is expected to make a full recovery.